Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive, and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who administered glucose intravenously as treatment at customer's home. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who administered glucose intravenously as treatment at customer's home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.